Event description:
All occurred in [redacted name] neonatal ICU. Event 1 [redacted date]: "situation: baxter tpn filter leaking background: continued issues with leaking tubing. Assessment: patient with PICC line infusing tpn noted to be leaking from lowest y-site on tpn filter. App notified, clear fluids ordered. Tubing to be saved for apsm upon tubing change. Recommendation: ongoing collaboration with baxter regarding faulty tubing." Y-site leak product code 2r8546, lot unknown. Event 2 [redacted date]: "leaking baxter tubing ongoing history of leaking tubing pt with PICC line infusing tpn/lipids, and pain medication found to be leaking from lowest y-site on the baxter tubing. Provider notified, new fluid ordered. Tubing to be saved and given to q&s rn". Y-site leak, product code 2r8546, lot r23a10154. Event 3 [redacted date]: "situation: leaking baxter tubing. Background: ongoing issues with baxter tubing. Assessment: leaking coming from highest y-site on piv tubing. Recommendation/request: line due to be change. Get new tubing." Y-site leak, product code 2r8546, lot r23a10154. Event 4 [redacted date]: "leaking baxter tubing. Ongoing issues with baxter tubing. Patients PICC line was infusing tpn and lipids, middle y-port appeared to have old tpn drainage. Tubing changed and given to educator." Y-site leak, product code 2r8546, lot r23a10154. Event 5 [redacted date]: "tpn baxter tubing leaking from one of y-site ports, infant initially with clears running at start of shift, line change done at 9pm and tpn/lipids hung. Hourly assessments of line done per protocol and found to be leaking at 4am care time. Baxter tubing possibly leaking due to use of anti-siphon valve online new fluids ordered to be hung through line. Find solution to frequently leaking baxter tubing." Y-site leak, product code 2r8546, lot r23a10154. Manufacturer response for IV tubing, baxter tubing (per site reporter). Ongoing issue. Working with baxter.